Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm ratcheted handle 33cm, a crack in the insulation was confirmed. Also minor dings and scratches were seen throughout the unit. Probable root cause/s could be mishandling and or improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.